Event description:
It was reported that during a gyn procedure, an open linear cutter and an open stapler were being used and the bowel became nicked while the resident was placing one of the instruments across the bowel. According to the rep, from the looks of the cutter's cartridge, the device was fired and then stopped, consequentially there was a leak in the staple line. The chief of general surgery had to be called into the procedure; however, he did not scrub in, and he directed the resident from the non-sterile field. It is unknown if there were malformed staples. It is unknown if there was an incomplete staple line. It is unknown if sutures were used to sew the staple line. A cauterizing device was used to complete the procedure. There was no adverse consequence to the patient reported. Additional information received from o.r. Manager on 2/2/2010: there was some bleeding however the amount is unknown. The staple line leak was repaired by suturing. Additional information received from circulating nurse on 2/2/2010: when the surgeon was irrigating it was noticed that the bowel was nicked. The surgeon on call had to be called in to redo the anastomosis. Another like device and 3-0 silk pop-offs were used to complete the case. There were a lot of adhesions from a past myomectomy. There was blood loss however the amount is unknown. The patient received 2-3 units of blood and the cell-saver was used. The current status of the patient is unknown.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received void of staples. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.